Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2024. On (B)(6) 2024, the patient underwent a water vapor therapy procedure. On the 12 month visit, (B)(6) 2025, the patient started on tamsulosin medication to treat his worsening micturition comfort due to lack of efficacy of the rezum treatment. There is no further information.